Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) system had a plugged right atrial (ra) port, a right ventricular (rv) lead, and a left bundle branch (lbb)/left ventricular (lv) lead. The crt-d was programmed to vvi 60, but only rv pacing was visible. Electrogram (egm) review showed lvs rvp and it was noted that the patient had an underlying rhythm in the 40s beats per minute (bpm) range. The lv/lbb lead appeared to have sensed an earlier signal, and inhibited lv pacing. Technical services (ts) discussed troubleshooting options and programming considerations, and lv sensing was turned off while on the phone with technical services (ts). Less than an hour later, it was reported that there was no early signal detected in lv tip to can. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.